Manufacturer narrative:
The device was returned for analysis. The reported foot retraction issue was not confirmed. Resistance during removal could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the electronic perclose proglide instructions for use (eifu) states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. In this case the device withdrawal against resistance was determined due to operational circumstance. The patient effects of dissection and perforation are listed in the eifu as potential adverse events of use of the device. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the moderately calcified left common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic coronary procedure. Reportedly, the foot plate partially opened and would not close. Resistance was felt during removal but the proglide device was eventually able to be removed from the anatomy without intervention. Upon removal of the proglide device, it was noted that the artery was perforated and dissected. A cut down was performed to repair the artery, general anesthesia was administered. Hemostasis was achieved via surgical suturing. There was a clinically significant delay in the procedure or therapy. No additional information was provided.